Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs0018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found water leakage from the over sleeve in the process of catheter insertion. Replaced and placed a new product, causing no injury to patient. No other information provided.